Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosis target lesion was located in the moderately tortuous and mildly calcified left external iliac artery (eia). After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty was performed using a 4mmx20mm sterling¿ balloon catheter. Subsequently, an 8.0mmx20mmx135cm sterling¿ balloon catheter was advanced for additional dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8mmx20mm non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. There is tip damage. There is shaft damage at the exit notch that is consistent with damage that is seen with use of a guidewire. Microscopic examination revealed that the balloon has a pinhole 3.5mm from the proximal markerband and the balloon has a 3mm longitudinal tear starting 0.5mm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosis target lesion was located in the moderately tortuous and mildly calcified left external iliac artery (eia). After a non-bsc guide wire crossed the lesion, plain old balloon angioplasty was performed using a 4mmx20mm sterling balloon catheter. Subsequently, an 8.0mmx20mmx135cm sterling balloon catheter was advanced for additional dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with an 8mmx20mm non-bsc balloon catheter. No patient complications nor injuries were reported.